Event description:
Additional information received reported that both the pump and spinal catheter segments were confirmed to have been explanted and replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. Product ID: 8703w, lot# l78720, implanted: (B)(6) 2000, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient had progressive pain. The patient was examined/ palpated as a diagnostic on (B)(6) 2014, because the pain was progressive despite pump increases. Fluoroscopy determined that the catheter was occluded on (B)(6) 2014. They were unable to aspirate the cerebral spinal fluid (csf) or inject contrast. The etiology was reported as due to the ¿entire catheter¿-serial number (B)(4) (pump segment), and that the issue was related to the device or therapy, and not related to the implant procedure. The ¿entire¿ catheter was replaced on (B)(6) 2014, and the location of the occlusion was unknown. The severity of the event was said to be moderate. The outcome was reported as resolved without sequela as of (B)(6) 2014. The pump was infusing dilaudid, bupivacaine, and clonidine. It was unclear which segment was replaced, as the manufacturer¿s implant records show the patient also had a spinal segment implanted at the time of the event, which was not reported to have been replaced, despite allegations that the ¿entire catheter¿ was replaced. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.